Event description:
Customer called and stated the pad was on and they smelled something burning. Burned a hole in the pad, and scorched back side of the pad and cover.

Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near a thermostat, which had compromised our double-insulated design. We also found several other internal components that were damaged, indicating that the customer misused the pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Although warnings labels and instruction booklets warn against sitting or laying on the product, we have a corrective a action project ((B)(4)) underway to make the design more robust.